Manufacturer narrative:
Additional information: d10 (date device returned to manufacturer). Device evaluation: investigation findings: items returned for evaluation: pusher, implant, introducer, dispenser hoop. Items not returned for evaluation: shrink lock, catheter, v-grip. The visual analysis of the returned items found that the implant was not attached to the pusher, and the proximal connector was kinked. The implant was found to be separated from the pusher with the first distal loop deformed and was returned outside of the dispenser hoop. The introducer was returned undamaged. The introducer distal tip ID was within specification. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. Investigation conclusion: the investigation of the returned coil system found the implant separated from the pusher with the first distal loop deformed and the pusher¿s proximal connector kinked. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that the azur coil was used in an endoleak embolization procedure. During implantation, it appeared that there was no coil attached to the pusher wire. The pusher was removed and the missing coil was verified. Upon further inspection, the coil was located severed from the pusher system inside the original dispenser hoop that it is packaged in. A different coil was used and the procedure completed successfully. The patient was stable.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return for analysis, but has not yet been received and procedure images not provided. Therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, a supplemental report will be submitted.